Manufacturer narrative:
The reported complaints of "low battery" error message on the autopulse platform (serial # (B)(4)) was not confirmed during functional testing but confirmed during archive data review. The archived showed multiple user advisory - ua04 (battery charge state too low) caused by a depleted autopulse li-ion battery after it was left on the device for 13 days. The investigation findings revealed that the root cause of the reported "low battery" issue was due to user error or mis-use (i.e. The user left the autopulse li-ion battery in the autopulse platform for an extended period of time, and did not follow instructions for charging, battery rotation and the use of the battery status button as per the associated product literature). The autopulse power system user guide (12457-001) and the li-ion battery product insert (12546-001) both include the following: "caution: it is strongly recommended that a battery not be stored in autopulse when autopulse is not in active service (shift deployment) or is in extended storage. Storage in autopulse longer than a week may result in irreversible damage to a battery." Unrelated to the reported complaint, a damaged front enclosure and non functional led lights on the button panel membrane on the ap platform were observed during visual inspection. This type of physical damage and faulty led lights on the ap platform can occur due to mishandling. The damaged enclosure and faulty leds were replaced. During archive data review, multiple ua17 (motor on for too long during active operation) and ua27 (encoder fault (> 3000 rpm)) were identified on the event date. This user advisories were unrelated to the reported complaint. Initial functional testing could not be performed due to error message ua27 (encoder fault (> 3000 rpm)) displayed on the ap platform during power up. To remedy ua27, the integrated encoder gearbox was replaced. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Ua17 (motor on for too long during active operation) could not duplicated but was related to the defective integrated encoder gearbox that was identified. The ap platform passed all functional tests and it is approved for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "low battery" error message with a fully charged autopulse li-ion battery. According to customer, other autopulse li-ion batteries were also used but same display message occurred. No patient involvement.